Event description:
The pump was returned for investigation. Investigation revealed a discolored display screen, contamination on all of the keypad button contacts, and a crack in the pump¿s battery compartment. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the device¿s keypad cover was torn off over 'ok' button and there was an exposed key contact. All of the keypad buttons were responsive. Removing the keypad cover revealed contamination under all of the key contacts. The battery cap threads were stripped and the battery compartment had a crack near the pump¿s case seal. The display screen also had a dim pink and fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).